Manufacturer narrative:
(B)(4). Batch # n56w7a. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an endoscopic right lower lobectomy procedure, the staples were malformed with irregular shapes. They changed to another new reload, which was discarded by the hospital, and it could not fire on the second stroke but cut a little with staples. The reverse button was pressed and they opened the jaw and took out the device. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.